Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the reporting person said that the opening mechanism broke and it was necessary to be replaced. No injury reported. The event did not prolong the hospital stay. Patient info: female, (B)(6).